Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on button was somewhat soft, which would lead the end user to having to press harder for the button to function. The on button does however function.

Event description:
The customer reported that their device was difficult to power on when pressing the on button. The button operation was very intermittent and not even responding during testing. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The main keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.